Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure to treat a disc herniation. It was reported that the set screw "slipped" during the procedure, a new set screw was used with the same outcome. The bone screw was removed and replaced and the surgery was completed with no patient complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; additionally, one portion of both the mas and boss threads appear to have more pronounce damage than the rest, consistent with possible thread jumping. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.